Event description:
Developed infection 2 days after being released from hospital after having abdominal surgery. Laparoscopic surgery for left ureterolysis for retroperitoneal adhesions and pelvic peritoneal endometriosis, left salpingp-oophorectomy for severe pelvic peritoneal adhesions and endometriosis, and appendectomy. Gynecare intergel was used to cover the entire raw pelvic peritoneal area. I developed severe pain immediately upon being released from the hospital and then admitted back to the e.r. And kept for observation overnight. A few days later, I returned home to be seen by my family doctor and was treated for a severe infection. The infection did not go away, but have been experiencing pain which has persisted over the years, to which is now characterized as chronic. Some times debilitating pain. I currently am scheduled to see a surgical specialist for possible surgery for symptomatic reoccurrence of adhesions and complete diagnosis of chronic., debilitating -at times- pain. Symptoms are worse now than they were prior to the use of the intergel. I have spent thousands of dollars trying to treat my pain since using this product over the past several years. Dose or amount: unk, frequency: once. Dates of use: 2002. Diagnosis or reason for use: prevention of pelvic adhesions.